Event description:
During a laparoscopic tubal ligation procedure the safety shield did not retract. The surgeon used another device. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
7/21/97-supplemental report #1 submitted to FDA.